Event description:
Medtronic received information regarding an imaging system being used outside of a procedure with no patient present. It was reported that when booting up the imaging system beeped. No patient was present.

Manufacturer narrative:
H3/h6: the system was serviced in the field and failed testing. The system was not beeping on boot up. The pendant rebooted after the system was logs showed power supply errors in the generator logs. The power supply was replaced and the voltage was adjusted to specification. It was verified that the system was operational. Codes b01, c02 and d02 are applicable. The power supply was returned and analyzed. Analysis found that the power supply failed bench testing. Visual inspection confirmed that the power supply was electrically overstressed and that there were damaged resistors. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot#: (B)(6) rev. F. This regulatory report is being submitted due to retrospective review through CAPA: 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.